Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where the incorrect measurements resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Evaluation found the display screen was defective.

Event description:
In this event it was reported that a propex pixi apex locator wouldn't give a proper measurement; the device would just keep fluctuating as soon as it went into the patient's mouth; no injury resulted.